Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers had failed and the cubbies kept popping out. A field service engineer found no errors upon arrival. The fse tested each empty slot on the main drawer successfully and verified that all cubies were accounted for on the auxiliary unit. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es had failed drawers and the cubbies kept popping out. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.